Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, and software passed the system checkout. The system was found to be fully functional. The system logs were received. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the s8 and oarm were not communicating until the s8 was rebooted. There was less than an hour delay to the procedure. There was no reported impact on patient outcome.